Event description:
A customer observed negatively biased proficiency results using vitros sali slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. No pt results were affected and there were no allegations of pt harm as a result of this event. Note: this form 3500a is four of five mdrs for this event. Five devices were involved. Five proficiency samples were assayed using a single sali slide lot. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The investigation determined that the negatively biased sali proficiency results were isolated to the last five slides in one vitros sali slide cart. The root cause could not be determined but may be related to user error when handling the sali slide cart in question. A new slide cart from the same sali slide lot and from an alternate sali slide lot produced acceptable proficiency results.